Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, after atrial and right ventricular (rv) lead were implanted and parameters tested well, physician connected the leads to the pacemaker, however, the ipg was not pacing. Physician checked the connection but pacing problem was not resolved. Physician commented the setscrew of the ipg slipped. The ipg was replaced with a different single-chamber ipg and the atrial lead was explanted, however, the ipg still could not pace. The ipg was set to single-chamber pacing mode, the device could pace but there were missed beats. Finally, the physician replaced the rv lead with a different ventricular lead, and pacing tested well. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.